Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm did not occur during the rewind sequence. The customer was assisted with the self-test and it failed. The insulin pump was returned for analysis.